Event description:
It was reported that during a pci procedure, the balloon of the quantum maverick monorail ptca catheter ruptured at 4 atms on the initial inflation. The lesion being treated was calcified and 90% stenotic. The specific lesion location is unk. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.